Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unit received with cracked battery tube threads and cracked case (battery tube). The p-cap does lock properly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was cracked all over. They mentioned that the reservoir ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.